Manufacturer narrative:
On april 28, 2022, the evaluation for the device was completed. Device evaluation summary: visual inspection of the returned sample determined that three (3) tears (a, b and c) were observed on the anterior aspect of the smooth mod + prof xtra 295cc breast implant, measuring approximately (0.2)cm tear a, (0.1)cm tear b and (0.1) cm tear c. Leak testing was performed, in accordance with mentor procedures, and no additional leak sites were detected during the analysis. Microscopic examination was performed on the edges of the three (3) ruptures, and parallel striations were found in the whole area of the tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have being damaged during implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacture's reference number: (B)(4).

Manufacturer narrative:
On april 06, 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacture's reference number: (B)(4).

Manufacturer narrative:
On march 21, 2022, mentor erroneously reported the complaint type as serious injury. Section h1 of this report has been amended to malfunction for accurate documentation. Manufacture's reference number: (B)(4). Section h1 "type of reportable event" was amended from serious injury to malfunction.

Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, a tear was noted in the breast implant. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device 9649471 number, and no non-conformances were identified. Reason for device explant and/or reoperation: n/a. Manufacture's reference number: (B)(4).

Event description:
It was reported that a 295cc mentor memorygel breast implant being used in a primary breast augmentation was ruptured during the operation. No adverse event was experienced by the patient. The surgeon used backup devices, and there were no reported patient consequences or procedural delays.